Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08151. It was reported the patient was experiencing ineffective stimulation, stimulation in undesired areas, and additionally, ipg migration. It was also reported the patient had lost weight and her scs ipg site is now uncomfortable. An sjm representative met with the patient and was able to reprogram to remove the stimulation in the wrong location but was unable to provide effective stimulation in all areas of pain. The patient plans to meet with her physician to determine next steps to address the issue.